Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found that customer was calling back within 2 weeks of troubleshooting low battery/short battery life with same issue. Customer was using aa lithium battery as recommended. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test. However, the pump was received with a high active and sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high active and sleep current measurement. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Replace battery alert was found on: (B)(6) 2024 14:01:00.000. Insert battery alarm was found on: (B)(6) 2024 14:01:48.000, (B)(6) 2024 07:48:47.000, (B)(6) 2024 15:11:21.000, (B)(6) 2024 15:12:33.000. (B)(6) 2024 07:49:15.000, (B)(6) 2024 02:13:38.000. Failed battery alert/battery failed alarm was found on: (B)(6) 2024 15:11:41.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 10:05:56 am. There was no power data available for the dates of (B)(6) 2024. Unable to check power data for low battery alert, replace battery alert and failed battery alert/battery failed alarm. In further checking of the pump history records: battery cycle 42.0 received the lowbatteryalert (104) on (B)(6) 2024 01:19:00 faster than expected at 1.42104166666104 days. Battery cycle 43.0 received the lowbatteryalert (104) on (B)(6) 2024 18:10:00 faster than expected at 1.4308680555550382 days. Battery cycle 44.0 received the lowbatteryalert (104) on (B)(6) 2024 12:00:00 faster than expected at 1.4071180555547471 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for pump error(s)/alarm(s) noted 1 week prior to the event date 14-apr-2024 in the formatted history file. Lostsensor1alert (780) was found on: (B)(6) 2024 14:47:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. A high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Customer alleged for charge/battery lasts less than expected/unexpected power loss of less than 7 days and a high active and sleep current measurement were confirmed due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.